Manufacturer narrative:
Concomitant medical products: 5076-58 lead; implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy due to device classification of ventricular tachycardia (vt) episode as supra ventricular tachycardia (svt). The ICD remains in use. No further patient complications have been reported as a result of this event.